Event description:
Boston scientific received information that at a device check in (B)(6) 2007, a non-boston scientific representative checked the device and turned the energy so low that it didn't pace and the defibrillation portion of the device did not work. After that she was hospitalized four times with kidney failure and heart failure. The patient stated she doesn't want to get a lawyer, but she wants someone to pay for the hospital bills. The patient also reported that she has a defective device where the magnet doesn't work. This device is included in the renewal 3 and 4 microswitch population ((B)(6) 2005) and the subpectoral implants population ((B)(6) 2006).?

Manufacturer narrative:
This device remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. Additional information was received that the device was explanted due to normal battery depletion (nbd). Upon receipt at our post market quality assurance laboratory, lab analysis was not able to confirm the observations. A visual inspection of the device header and case noted no anomalies. The enable magnet use feature was programmed to off upon arrival. The magnet feature was enabled and was found to be operating appropriately. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.